Event description:
Padded pt with cautery ground on rt flank for hot snare polypectomy. Upon use of snare, it didn't cauterized the polyp and ended up doing cold snare on pt. Checked all connections and pressed the ground pad firmly on pt's back but still unable to do cauterization as intended to do. Right flank is dry and no hair present upon applying the pad. Once the pad is removed, site is clear, dry and intact and the pad is noted not to be as sticky as had been in the past even if you fold it to stick both sticky sides together, it does not stick on each other and easily snap off. FDA safety report ID # (B)(4).

Event description:
Additional information received from a reporter on 5/24/2022 for a report #(B)(4) to change the manufacturer. Leonhard lang (B)(4).